Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had mitral and aortic valve replacement and an infection with intracardiac vegetation occurred, which necessitated antibiotic treatment. The three leads were partially explanted and the cardiac resynchronization therapy defibrillator (crt-d) was inactivated with the intent to explant the remaining portions of the leads when the patient became stable. It was later reported that the patient died due to multi-system organ failure.